Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot: 0010160351, was returned and analyzed. Visual inspection showed that the shaft was kinked and pinched at 2.5 inches from the tip. In conclusion, the sheath failed inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.